Event description:
This is a spontaneous case report received from consumer via regulator authority (B)(4) in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced right side pain radiating towards both knees, back pain, leg pain severe, severe bleeding during menstrual cycle, cramps during menstrual cycle, unable to move, constant pain everyday, weight gain, and not able to walk or exercise. No information given on consumer's history, past drugs, concurrent conditions and concomitant medication. On an unspecified date, the consumer had essure (ess205) (fallopian tube occlusion insert) inserted, lot number 509798. On an unspecified date, the consumer experienced right side pain radiating towards both knees, back and leg pain severe, severe bleeding and cramps during menstrual cycle, was unable to move, had constant pain everyday, weight gain, was not able to walk or exercise. The consumer required intervention (unspecified). Reporter causality: the relationship was not reported. Follow-up information was received on 01-apr-2014: consumer stated she was going to have a surgery cornual resection of the uterus along with removal of fallopian tubes and essure coils removal on (B)(6) 2014. It was reported that essure procedure was performed 8 years back and she has the medical records with her. Consumer does not allow contact with physician. No further information was provided. Follow-up information was received on 23-apr-2014: consumer answered on phone to follow-up questions. As for diagnostic tests consumer stated she had to get a lot of ultrasounds and CT scans for the past eight years to know what was going on. She was still not sure if it was still of her body, she still has to get a CT scan to make sure. On (B)(6) 2014, essure was removed via laparoscopy. Doctor took one of her tubes by laparoscopic method, part of the uterus, part of the tube on the other side and sutured it. Consumer does not know exactly which side they removed completely and the other side part of it. A cornual resection was done on (B)(6) 2014. Consumer has not got pathologic result, she will get it in the week following time of reporting when she goes for her post-operation appointment. Doctor told her that one of the devices was bent. They explained it to her husband while she was getting operated. She still has to talk to her doctor. Consumer has not yet recovered from the removal procedure. After her surgery, her back pain has gone away, lot of things went away, her nerves usually get swollen, that has drastically gone down. Bloating went away. But she still has to wait for her menstrual cycle that is the real test to her. Consumer stated the events were caused by essure. She suffered for eight years with it. She had terrible, unbearable pain during every menstrual cycle for 25 days (more pain than when she went through during delivery), had low back pain, lower pelvic pain, became allergic to most of the foods. She had nickel allergy. They did not test her before for that. She was very upset. She had trusted her doctors. The product was deadly, it totally screwed up and ruined her life. She was really mad. Consumer had to undergo 4-5 hours of surgery because of all that. She never had any problems before. Her cycles were normal and she had two normal deliveries. She had to quit her job also due to that. Follow-up 09-may-2014. No follow-up response was received up to date. Case considered closed.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).